Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation, and the reported skin reaction could not be confirmed. Therefore, a definitive root cause could not be determined. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that the patient developed a skin reaction from the sensor. The reaction, described as a rash with eczema, was noticed on (B)(6) 2015. Patient initially sought medical intervention at the clinic on (B)(6) 2015 for the skin irritation and itchiness. Patient visited the clinic again (B)(6) 2015 due to a minor skin reaction, and the patient contacted the clinic by phone on (B)(6) 2015. At the time of contact with dexcom technical support, patient was in good condition and no further medical intervention or injuries were reported. No additional patient or event information is available.